Manufacturer narrative:
(B)(4). To establish root cause of the issue, the product return was initiated on 12 mar 2018. At this time, we are waiting for return the device to service center in gloucester from the unit will be sent to the manufacturer. Additional information will be provided upon conclusions of the evaluation the involved device.

Event description:
On 6 mar 2018, arjo received information about an incident related to the maxi sky 600 ceiling lift which occurred in the (B)(6). It was reported by the customer that after the completed transfer of the resident to the pool, the lifting strap suddenly unwound about 40 cm from the transmission gear causing a fall of the spreader bar. No injury occurred. Neither medical intervention nor hospitalization was required.

Manufacturer narrative:
The initial inspection of the device has been performed in service center. The maxi sky 600 ceiling lift was not up to the manufacturer's specification. Additionally, it was possible to duplicate the reported malfunction. The device will be sent to manufacturer for full evaluation to confirm a root cause. As soon as the inspection will be completed, the follow-up report will be provided.

Manufacturer narrative:
We are still waiting for a return the claimed device to the manufacturer. As soon as the inspection will be completed, the follow-up report will be provided.

Manufacturer narrative:
On 6 mar 2018, arjo received information about the event related to the maxi sky 600 ceiling lift which occurred in the education village academy trust in the UK. It was reported by the customer that when the resident was lowered to the pool, the lifting strap suddenly unwound about 40 cm from the transmission gear causing the spreader bar to lower. As a consequence, the resident (9 years old child, weighing 20 kg) was also lowered for about 40 cm. No injury occurred. Neither medical intervention nor hospitalization was required. The customer was visited by arjo representative after the event and the initial inspection of the maxi sky 600 ceiling lift was carried out. The lift was in overall good condition without any visual defects. During the load test it was confirmed that when the lift with a low load is lowered to 400 mm from its low stop, it dropped the remaining length of the strap. The device was returned to the service center and on 10 apr 2018 further analysis was performed. It was established that the worn cblm plate (the component responsible for the activation of the limit switch) moved during operation allowing the grub screw to rotate freely. To determine the exact root cause of this issue, the maxi sky 600 ceiling lift was returned (on 26 jun 2018) to the manufacturer- factory in magog for the further investigation. The visual and functional inspections were carried out by the engineering team. Based on the evaluation performed it was conducted that a free fall could occur due to the double fault: failure of the lower limit system and temporary restriction in the drum rotation. The analysis carried out did not allow to confirm in an unambiguous way that could cause the failure of the lower limit switch. It could be caused by electrical or mechanical failure. The main probable reason could be the cblm plate malfunction. For the second factor related to the temporary restriction of the drum rotation, the cause could not be determined during the investigation. One of the reasons could be the obstruction of the strap. Additionally, the low load (resident weighing 20 kg) could also have the impact. The bigger load would overcome the resistance in the drum rotation and deploy and keep activated the emergency brake. Following results of the manufacturer's technical expertise, the issues mentioned above are the factors that could led to the event. The exact root cause of these particular faults could not be determined based on the testing performed. When reviewing similar reportable events, we have found a limited number of cases that may relate to the investigated issue: uncommanded unwind of the lift strap. To sum up, arjo device played a role in the event as it was used with a resident at the time of the event. The maxi sky 600 ceiling lift did not meet the manufacturer's specifications when the event occurred- the strap suddenly dropped with the spreader bar after lowering the resident to the pool. The complaint decided to be reportable based on the potential for serious injury if the event reoccur.

Manufacturer narrative:
On 26 jun 2018, the device involved in the reported event was returned to manufacturer. The unit will be tested to establish root cause of the unexpected unwinding of the ceiling lift strap. As soon as the inspection will be completed, the follow-up report will be provided.